Event description:
The customer reported the system intermittently will not boot up. There was no patient involvement or injury.

Manufacturer narrative:
The service rep reloaded the system software and config files. Could not reduplicate problem afterwards. The carm is now working properly.